Event description:
It was reported the pump implanted in 2005 was replaced due to a clogged catheter. The pump was delivering ¿dilaudid or sufentanyl.¿ the cause of the event, symptoms, diagnostics, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Additional information reported the patient did not have concerns with their device or therapy.